Event description:
It was reported that the patient had acute chronic heart failure. The left ventricular lead was performing poorly. It was found that the lead had lost slack and had dislodged post device change. The lead was explanted and replaced. During the explant procedure, the suture sleeve was found without any ties on it. The right ventricular lead had decreased sensing and increased threshold from being dislodged. The lead was explanted and replaced. Additionally, the suture sleeve on this lead was found without any ties on it. The atrial lead had rising and high thresholds and had also dislodged. The lead was explanted and replaced. During the explant procedure, the suture sleeve on the atrial lead was also found without any ties on it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead, implanted: (B)(6) 2011; a 407645 lead, implanted: (B)(6) 2011. (B)(4).